Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and patient's concern with the product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and exchange from textured to smooth due to the patients concern with the device is not device related. Device has been explanted.